Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that the right-ventricular (rv) lead exhibited loss of capture and was confirmed to be dislodged upon x-ray imaging. As a resolution the rv lead was explanted and replaced. During the procedure the implantable cardioverter defibrillator (ICD) set screw failed to be tightened and hence the ICD was explanted and replaced as well. The patient condition was stable.